Event description:
A report was received that the patient experienced severe dyskinesia and was hospitalized. The patient was administered medication and reprogrammed. The event has resolved.

Manufacturer narrative:
Additional information was received that the patient was hospitalized for three days.

Manufacturer narrative:
(B)(6).

Event description:
A report was received that the patient experienced severe dyskinesia and was hospitalized. The patient was administered medication and reprogrammed. The event has resolved.